Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5072-45 lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported the lead displayed high bipolar impedance and there was a confirmed fracture. Of note, the unipolar impedance was normal. The anode portion of the lead was removed and the remaining portion was capped. The lead was replaced. The explanted portion of the lead will not be returned. No patient complications have been reported as a result of this event.